Manufacturer narrative:
On an unreported date in aug (date and year not reported), the patient developed peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unreported injection and unspecified medicine (further details not reported) for peritonitis. At the time of report, the patient was recovered. It was not reported if the patient was hospitalized. On an unreported date, dianeal therapy was discontinued. No additional information is available.